Event description:
It was reported in a journal article that approximately 14 months post left hip procedure on an unknown date, the patient experienced a permanent resection arthroplasty for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: stryker gap ii. G2: foreign ¿ turkey. G2: journal reference: lima, n.j.z., and karatosun, v. (2025). Extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement. Arthroplasty today, 36(101906), 1-10. Https://doi.org/10.1016/j.artd.2025.101906. H6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this complaint as a hip product. This report should be voided and a corrected report will be filed under a knees complaint in linked (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this complaint as a hip product. This report should be voided and a corrected report will be filed under a knees complaint in linked (B)(4).